Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level of 441 mg/dl. Emergency medical services were called and the customer was taken to the emergency room subsequently, the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) levels of 600 mg/dl with trace ketones. Prior to the hospitalization, the customer delivered a correction bolus, did not eat, and changed the pump supplies in attempt to treat bg. Customer was treated with intravenous saline and insulin while in the ICU. The cause for the reported issue was unknown. The customer was released from the ICU on (B)(6) 2024 with no permanent damage and the reported issue resolved. A system check was performed by tandem technical support and was determined that the cartridge was in use past labeling. Tandem technical support educated the customer on changing the cartridge every 48 hours per labeling. Recommendation was made to consult with healthcare provider regarding diabetes management.